Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant indicated that during biomed testing, the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.